Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, intermittent occlusion alarms during bolus delivery. For the occurrence on (B)(6) 2017, the customer changed out the supplies on the pump. During troubleshooting with tandem technical support showed that the cartridge was not cracked and there was no temperature differences as the pump was being held when programming and delivering boluses. The customer declined to remove the infusion site, and reported that the cartridge would be changed after the call. Additionally, the customer reported a low blood glucose (bg) level of 67 mg/dl occurred in the morning. Reportedly, the customer programmed an increased temporary basal rate on the evening of (B)(6) 2017 and believes the low bg level occurred due to the increased basal rate. To treat the low bg level, the customer consumed food. During a follow-up call, the customer confirmed that the occlusion alarms did not recur.